Event description:
During an atrial fibrillation ablation procedure, a smartfreeze was selected for use. It was reported that the error 1 - 00000020-2: outer balloon pressure is too high was displayed during case. Troubleshooting performed, the cryo-cable disconnect/reconnect, replacement of cryo-cable and balloon, power cycle. No defects observed in the catheter. The procedure was canceled. No patient complications occurred. The device has been returned for analysis. This event is being reported due to procedure cancellation while the patient was under general sedation.

Event description:
During an atrial fibrillation ablation procedure, a smartfreeze was selected for use. It was reported that the error 1 - (B)(4): outer balloon pressure is too high was displayed during case. Troubleshooting performed, the cryo-cable disconnect/reconnect, replacement of cryo-cable and balloon, power cycle. No defects observed in the catheter. The procedure was canceled. No patient complications occurred. The device has been returned for analysis. This event is being reported due to procedure cancellation while the patient was under general sedation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was analyzed. The returned sv9 was connected to test console and outer balloon pressure rapidly increased resulting in error 1: (B)(4). The outer balloon pressure is too high during the inflation state. The sv9 was examined, and a white crystalline debris was found on the plunger. This crystalline debris contained elevated levels of sulfur, butyl zimate and zinc stearate. The white fiber was found to be consistent to teflon tape. This failure is addressed under CAPA-00007933: smartfreeze console sv9 solenoid valve obp failure.